Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working due to pool water got inside of the insulin pump's battery compartment and now it was not turning on. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the battery cap was not damaged. The home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to mold and corrosion on the lcd connector located on electrical board 2. There is also mold and corrosion in/around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.